Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited seven (7) high pace impedance measurements on the right ventricular (rv) channel starting approximately one (1) month ago. The pace impedance measurement trend shows a regular baseline in the 550 ohm to 600 ohm range with the high measurements ranging from 1000 ohms to greater than 3000 ohms, which is high out of range. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that there was no noise observed and the patient receives rv pace therapy zero percent (0%) of the time. Ts provided suggestions to the boston scientific representative (rep), including programming off the respiratory rate trend (rrt) sensor and continued monitoring or replace the ICD device after verifying there are no rv lead issues. Ts indicated that the data suggests this is a device header spring contact issue, but a lead issue must be ruled out. It was noted that the current ICD device does not have the updated spring contact design and the patient has expressed interest in getting a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
This supplemental report is being filed based on trend inclusion and an updated evaluation conclusion code.